Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units screen freezes, goes black and cannot be started, the customer replaced the equipment. There was no patient harm reported.

Manufacturer narrative:
Additional contact information: event site postal code-(B)(6). Event site telephone- (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen freezes during use, and then the screen goes black and cannot be started. A getinge field service engineer (fse) stated that the device begins to display screen freezes and freezes. In the end, it failed to start. In order to solve issue fse replaced display control board after replacement, the functional parameters of the equipment were tested to be normal and delivered for clinical use. There was no patient harm reported.

Event description:
N/a.